Event description:
Related manufacturer reference number: 2017865-2025-16743. Related manufacturer reference number: 2017865-2025-16745. It was reported that the patient had their implantable cardioverter defibrillator (ICD), right ventricular lead and right atrial lead explanted due to infection. The patient was in stable condition throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Manufacturer narrative:
The reported event indicated infection. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to the device can.